Event description:
It was reported that scheduled review of remote home monitoring data noted this pacemaker stored a signal artifact monitor (sam) episode resulting in the minute ventilation (mv) feature being disabled due to detection of noise on the right ventricular (rv) channel. Further review noted that the electrogram (egm) noted a detected artifact on the rv channel, however, there was no artifact on the ventricular or atrial egm and no noise markers were present. An atrial pace was followed by a ventricular sense initially and then the egm showed atrial sensing and ventricular sensing. The clinic was notified. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.